Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer performed a reset on their own and arranged for a replacement pump from tandem¿s technical support. They were advised to use a manual insulin delivery method temporarily. Instructions for storage mode and returning the problematic pump were provided, and the customer was informed of steps to take with the replacement pump, which included updated software.